Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to the stem loosening.

Manufacturer narrative:
No device was returned for review; therefore, the state of the device could not be determined. Part and lot information could not be obtained; therefore, review of the device history report and complaint history search could not be performed. The reported device was used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. The hip x-ray provided was reviewed by a health care provider. The stem is stated to be an apr ii hip stem; however, the size of the stem could not be determined. The hip construct was stated to not be well aligned in the femoral canal. Rather, the stem is noted to be in varus. It could not be determined if the stem showed signs of loosening. There were signs of poly wear and proximal stress reactions, but no osteolysis. A definitive root cause for stem loosening cannot be determined with the information provided.